Event description:
Upon inflation of the peripheral balloon in a highly calcified lesion, the balloon ruptured. All was successfully removed; the balloon and wire were retrieved and sequestered. Post fluoro showed no residual pieces from the balloon and flow was maintained. The patient was transferred to the medical observation unit (mou) without complications. During inflation, the rated burst pressure was never reached (stay well below this level).